Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> a physical evaluation of the complaint device is not possible to be conducted given that the product was discarded by the customer; however, pictures provided by the customer reveal that the shaft is broken at the proximal section of the assembly. A probable root cause for the reported issue could be attributed to excessive force applied while operating the device. Given the information provided by the customer, a definite root cause for the reported issue cannot be determined. A manufacturing record evaluation was performed for the finished device a1709005 number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate that the twistr snapped at the base of the shaft whilst in use. Product cannot be returned as they will it decontaminate. Please send a replacement or arrange a refund for the device. Surgery time was extended by 5mins and was not detrimental to the patient. Photos of the device had been provided. Follow up is not required for the surgeon. Additional information received from the affiliate reported there were no known patient consequences and the surgery was completed with another readily available like device. It was also reported the broken piece of the drill was removed with a pair of pliers.